Manufacturer narrative:
One device was returned for evaluation. The complaint is confirmed. The root cause is attributed to excessive force applied to the fuse zone. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.

Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when evaluation is complete.

Event description:
The account alleges that during a contralateral peripheral atherectomy procedure the tip of the catheter detached within the patients left common iliac artery during a catheter exchange over a glide wire. The physician then used a vascular snare to successfully remove the tip from the patient. A second catheter was used to finish the procedure. The patient was sent to the emergency room in order to recover from conscious sedation. No further injury was reported.